Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the lead insulation broke while the curved stylet was being removed. A new lead was opened and used to complete the implant procedure. If additional information is received, a follow-up report will be sent.